Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm model lap top ventilator 1200 internal battery was not holding charge. The service technician replaced internal battery. The third party technician reported that the suspect component is not available for return to carefusion for further evaluation.

Event description:
The customer reported model lap top ventilator 1200 internal battery life was short. The units internal battery was only lasting 5 minutes when fully charged. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.